Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient inserted the infusion set into insufficient subcutaneous tissue on (B)(6) 2026. The patient also visited emergency room due to high blood glucose which had been high for more than four hours and was treated with manual injection. The insertion site was abdomen.